Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the device apparently migrated in the pocket inferior to the original implant location. It was also reported that the implanted right ventricle (rv) and right atrium (ra) leads were bulging near the incision site from the suture sleeve being turned sideways. Therefore, the physician performed a pocket revision and elected to remove and replace the device while the pocket was open. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.